Event description:
It was reported patient is experiencing pain approximately 18 months post implantation. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur cemented standard catalog # 42504607001 lot # 64867256, tibia fixed cemented stem extension catalog # 42542007501 lot # 64649521, articular surface fixed bearing constrained condylar knee (cck) catalog # 42512800810 lot # 64277829, stem extension offset splined uncemented catalog # 42560613515 lot # 64783591, femoral distal augment cemented catalog # 42556607005 lot # 64769970, tibial central cone catalog # 42545000512 lot # 64680479, stem extension offset splined uncemented catalog # 42560613513 lot # 64799559. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-02633, 0001822565-2022-02645, 0001822565-2022-02646, 0001822565-2022-02647, 0001822565-2022-02648, 0001822565-2022-02649, 0001822565-2022-02650. Remains implanted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Only initial medical records were provided and reviewed by a health care professional. Review of the available records identified the following no intra ops complication during the surgery. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.